Event description:
Facility reported patient experienced elevated intraocular pressure (iop) in conjunction with the use of c3f8 ispan. It was reported the product had been used at 14% (diluted with air). We have no add'l info about the elevated iop at this time. We have requested add'l info and will update the MDR when available.

Manufacturer narrative:
Eval summary: the cylinder was returned to alhac 12/09/08. The cylinder was found to be empty. The retained cylinder for the master lot (635502) and to transfill lot 713521 was analyzed for air, perfluoropropane ID and overall purity. All results were found to be within product specifications. A check of the batch production records showed no process or analysis issues. There have been no other complaints received for the lot number.